Event description:
A pericardial effusion (pe) occurred and the procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage occlusion procedure. There was no pe noted prior to the procedure. Venous access was obtained, and transseptal puncture (tsp) was performed. A watchman access sheath (was) was advanced into the la. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. The laa was noted to be too small and the wds was recaptured and removed and the procedure aborted. Immediately a pe of an unknown size in an unknown location was observed on transesophageal echocardiogram (tee) imaging. The patient was sent to post anesthesia recovery unit (pacu) for observation and at a later time returned back to the lab for a pericardiocentesis where fluid was removed, and a pericardial drain was placed. The patient is expected to fully recover. The product return is not expected. It was further mentioned that the rf wire not inside the body at the time the ae occurred. There was no difficulty with transseptal involving the dilator or the rf wire. The physician does not believe the versacross devices malfunctioned, nor contributed to the ae.

Manufacturer narrative:
Due to additional information received, this supplemental report is being field for the updated field describe event or problem (b5), in section adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) occurred and the procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage occlusion procedure. There was no pe noted prior to the procedure. Venous access was obtained, and transseptal puncture (tsp) was performed. A watchman access sheath (was) was advanced into the la. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. The laa was noted to be too small and the wds was recaptured and removed and the procedure aborted. Immediately a pe of an unknown size in an unknown location was observed on transesophageal echocardiogram (tee) imaging. The patient was sent to post anesthesia recovery unit (pacu) for observation and at a later time returned back to the lab for a pericardiocentesis where fluid was removed, and a pericardial drain was placed. The patient is expected to fully recover. The product return is not expected.